Event description:
Additional information regarding the patient was received on (B)(6) 2020. The device was not replaced. The patient was monitored closely instead.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information- d, d1, d4- rpn. Investigation - evaluation. Redo single lumen tpn catheter set devices are not sold in the u.s; however, this device is similar to cook PICC (upic[d][t]s-) and cvc (c-ud[t][q]lm[y]-) devices, thus prompting this report. (B)(6) hospital reported that a 6.5fr. Single lumen cook catheter inserted in (B)(6) 2015 had a crack under the sheath. Additionally, it was reported that the device rotates close to the exit site. The catheter is used daily as the child patient is tpn dependent. The device was also used for access for blood work. The facility reported that the device was not replaced; instead, the patient was monitored closely. The part number and lot number were not provided for the device. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to detect this failure mode prior to distribution. A review of the DHR and a search for additional complaints on this device lot could not be completed due to a lack of lot information from the user facility. Based on the information provided, cook has concluded that this device was manufactured to specification and that there is no evidence suggesting that nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU for the redo double lumen tpn catheter set is c_t_tpn_rev7 which includes in the precautions: ¿-silicone catheters are not designed for power injection. Catheter rupture may occur. Use of a 10ml syringe or larger will reduce the risk of catheter rupture. The following suggested catheter maintenance is also provided. If catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with heparinized saline solution. Normal saline lock is permissible if utilizing the clc2000 injection cap. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin or saline lock. Strict aseptic technique must be adhered to while using and maintaining catheter.¿ based on the information provided, no product returned, and the results of the investigation, a definitive root cause could not be established. However, separation and leakage are known inherent risks of using this device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Product identifier: product is reported to be a "6.5 fr cook catheter single lumen" but is suspected to be a redo single lumen tpn catheter set (g07933-c-tpns-6.5-90-redo). (B)(6). Occupation: senior clinical risk advisor. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a crack was found under the sheath of a cook single lumen catheter. Consequently, the device "rotates close to the exit site". The device was implanted on (B)(6) 2015 and has been used daily since as the child is tpn-dependent. Additionally, the device is accessed every three months for blood work. No harm to the patient has been reported. Additional information regarding the patient, device, and event has been requested but is currently unavailable.